Event description:
It was reported the rv lead was malfunctioning and the patient received inappropriate shocks. The lead was capped. No further patient complications were reported as a result of the event. Additional information was received reporting that the patient experienced severe pain, due to the inappropriate shocks, and there was also oversensing of noise, and an apparent lead fracture.

Manufacturer narrative:
Other: it was reported the rv lead was malfunctioning and the patient received inappropriaite shocks. The lead was capped. No further patient complications were reported as a result of the event. Additional information was received reporting that the patient experienced severe pain, due to the inappropriate shocks, and there was also oversensing of noise, and an apparent lead fracture. No conclusion can be drawn. Device breakage, interference, lead(s), fracture of, oversensing, shock, inappropriate.